Event description:
It was reported that a patient underwent a robotic hysterectomy on an unknown date in 2024 and barbed suture was used to close the vaginal cuff. After the second pass to terminate the stitch the surgeon placed the grasper at approximately the middle of the needle and pulled taut to have ample tension and the needle popped off. No patient harm. No additional information was provided.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Investigative summary: the product was returned to ethicon for evaluation. Visual inspection was conducted on the returned device. The returned product determined that it received a detached needle that pertains to the product sxpp1b455. The visual assessment of the needle noted that the swage and attachment area were observed as expected. The barrel hole of the needle was examined under magnification, and no suture remnant was found. In addition, the suture was not returned for evaluation to determine the assignable cause. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. No conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.